Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: p.o (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syr 10ml ll w/ndl eclipse 22x1-1/2 rb plunger was difficult to move. The following information was provided by the initial reporter: last september we received huge quantity of the above mentioned items. However I have received poor quality reviews from my staffs who are utilizing these items in our blood extractions areas. These are their common comments about the product: no back-flow can be seen in the hub area of the syringe in all extractions done. The maximum amount of blood cannot be extracted from patients at the expected full capacity of the syringe. The items (mostly 5 cc and 10 cc) require an extra effort in pulling the plunger during blood extraction unlike other similar products that we have tried before which can be easily pulled.

Event description:
It was reported that syr 10ml ll w/ndl eclipse 22x1-1/2 rb plunger was difficult to move. The following information was provided by the initial reporter: last september we received huge quantity of the above mentioned items. However I have received poor quality reviews from my staffs who are utilizing these items in our blood extractions areas. These are their common comments about the product: ¿ no back-flow can be seen in the hub area of the syringe in all extractions done. ¿ the maximum amount of blood cannot be extracted from patients at the expected full capacity of the syringe. ¿ the items (mostly 5 cc and 10 cc) require an extra effort in pulling the plunger during blood extraction unlike other similar products that we have tried before which can be easily pulled.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided final lot number 9246157 and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one sample was received for evaluation by our quality engineer team. The product was functionally tested by aspirating the device and the syringe without the needle and minimal difficulty was noticed. The needle was then observed for potential signs of clogging; however, no clogging defects were identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident. See h.10.